Manufacturer narrative:
The biomedical engineer reports that when trying to admit patients, the cns (central monitoring system) had communication loss on 7 of the 12 telemetry devices. After troubleshooting the orgs, the biomedical engineer reports that a reboot of the org fixed the problem. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reports that when trying to admit patients, the cns (central monitoring system) has communication loss on 7 of the 12 telemetry devices. After troubleshooting the orgs, the biomedical engineer reports that a reboot of the org fixed the problem.